Manufacturer narrative:
Product event summary: data files with ablation maps were returned and analyzed. Three images were returned from the field. One image showed x-ray image of chest, and the second image showed prism 1 screen with error " generator not connected" with pf lesions and voltage map in 3d space. It was observed that the electrocardiogram (ECG) signals were blank/blacked out. The third image showed two notifications triggered: signal acquisition communications failure and abl catheter not connected. Image review xray: product analysis view confirms no acute findings, no evidence of phrenic nerve injury (pni). Image review of 3d mapping image(s): images of 3d map reviewed and confirmed pulmonary vein isolation (pvi) and posterior wall isolation (box ablations). In conclusion, the reported "catheter interface unit (ciu) communication" issue cannot be observed through data analysis. The reported issue, pni, is a clinical adverse event, it can be plausible through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and images were returned and analyzed. One image showed an x-ray image of chest. The second image showed the prism 1 screen with error "generator not connected" with pf lesions and voltage map in 3d space. It was also noted that the ECG signals were blank/blacked out. The third image showed two notifications triggered: 1. Signal acquisition communications failure, and 2. Abl catheter not connected. Analysis of the data files showed multiple messages were received throughout the procedure. In conclusion, the reported clinical issues could not be confirmed through analysis of the data files and images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for a cardiac ablation procedure, a software issue occurred in which the recordings screen went blank, a catheter interface unit (ciu) communication issue message appeared, and high impedance was observed indicating tissue contact when the catheter was floating in the left atrium. The catheter was replaced. The case was completed. The patient experienced hypoxia and respiratory symptoms. There was phrenic nerve injury, and a chest x-ray ordered due to hypoxia showed an elevated right diaphragm post procedure, with a subsequent chest x-ray before discharge showing a normal diaphragm position. The patient was given oxygen for the hypoxia. The patient was discharged off oxygen and the pni had resolved before the next day discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.